Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The patient effects of vascular injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of three punctures in the right common femoral vein; 16f, 8f and 6f. The sutures of two prostyle devices were successfully pre-placed at the 16f puncture site using the pre-close technique prior to a pulmonary vein isolation (pvi) procedure. Reportedly, at the end of the procedure, once the knots were snugged down, a dimpled effect on the skin was observed. The 8f and 6f puncture sites were post closed with a prostyle device and the same dimpled effect on the skin was observed. Suture placement was successful with all prostyle devices and the knots were advanced successfully. The cardiologist was able to separate some tissue with a scalpel to remove the dimpling effect. The patient had low bmi, very skinny, and had very shallow tract. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.